Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "not making any oxygen." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and found it unable to power up. The root cause of the failure was a defective main pc board. The pc board was replaced, and the unit operated to specification.